Manufacturer narrative:
The lot was manufactured from may 20, 2020 - may 21, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped delivery during patient infusion. The reporter stated that the expected therapy time was 46 hours. The device had been filled with fluorouracil and dextrose to a total fill volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.